Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The microcatheter was returned for analysis within a shipping box; within an opened outer carton; within an opened inner pouch and within a plastic bag. No issues were found with the microcatheter hub. The microcatheter distal tip was found to be bent and torn. The separated edges of the tubing material at exhibited jagged edges and stretching. No other anomalies were observed. Based on the device analysis and reported information, the report of catheter damage was confirmed. The microcatheter distal tip likely tore when the tensile strength of the tubing material was exceeded. It is likely that the micro catheter was damaged during the shaping of the distal tip. All products are 100% inspected for damages and irregularities during manufacture. Per the echelon instructions for use (IFU): steam shaping mandrel - to maintain catheter integrity and dimensional stability of the inner diameter, it is recommended that the user follow these instructions. Warnings ¿ prior to use, inspect the catheter tip for any damage that may have resulted from shaping. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel trauma or tip detachment during steering maneuvers.

Event description:
Medtronic received information that the catheter did not have a desired shape after being placed in the patient. The catheter was removed and found to be bent. The device was exchanged for a new catheter. The procedure was completed successfully and the patient was not injured. The anatomy was normal in tortuosity.